Event description:
The complainant reported that they encountered a delivery issue and the patient experienced vascular damage while attempting to implant an impella 5.5. The impella 5.5 was unable to be placed due to axillary vessel size. Multiple wires and guides were used but were unable to be placed. The decision was made to implant an impella cp instead. After implantation of the impella cp it was discovered on echo that the subclavian artery had been dissected to the aortic root. The surgeon believed that the dissection occurred when having difficulty placing the impella 5.5 pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: & impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance."

Manufacturer narrative:
The investigation of delivery issues and vascular damage - peripheral vessel has been completed. The device was discarded. The root cause of delivery issue was determined to be patient condition because the pump was unable to pass through left ventricle due to small vessel size. The root cause of the vascular damage was determined to be patient condition because the patient experienced vascular damage while attempting to insert the pump through the small vessels. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ b.1 revised as product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29757. B.7 added medical history as it was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29757. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-29757. H.6 code 4114 was reported incorrectly on the initial manufacturer device report number 1220648-2025-29757. Code 4115 has been added as the device was discarded. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the initial manufacturer device report number 1220648-2025-29757 stated that the device was not returned but the device was discarded.